Event description:
In 9/1997, the pt experienced a pathological fracture of the mid femoral shaft. On 9/26/1997, the subject device was implanted. Eight months post-operatively (5/27/1998), the nail was noted to be broken during a routine x-ray. The surgeon will not remove the broken nail and has prescribed progressive protected weight bearing.